Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was confirmed. It was found that the fibre bonding in the outer tube area (distal end) is damaged. A root cause of the reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video telescope had damaged distal end fibers. It is unknown when the event occurred. There were no reports of patient harm.